Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a pancreatectomy procedure, the instrument broke and the inferior part detached. There was no patient consequence.